Event description:
Additional information reported that the patient never had therapeutic effect and experienced pain on the outside of their vagina. It was also noted that their incontinence has been worse sincethe implant of the implantable neurostimulator (ins). In addition, it was reported that the patient would 'spillover' if they did not go to the bathroom every 2 to 3 hours. The patient also had urinary tract infections more often lately. The patient was going to have an EKG/nuclear stress test but did not want to turn the ins off. If additional information is received, a follow up report will be sent.

Event description:
Additional information was received which reported that the patient experienced a burning sensation in her rectum area when she urinated and 'stayed in pain' all the time. The patient was still up every 2-3 hours at night urinating and the urine 'seeped out.' The reporter indicated that the patient was informed by her neurologist to take out the device as she could not have a full body MRI. It was noted that the patient was 'very disappointed.' The reporter stated that the patient's program was changed to program 4 on the day of the report. It was also noted that a urine specimen was going to be taken the following morning to test for a possible urinary tract infection (uti). If additional information becomes available, another follow-up report will be submitted.

Event description:
It was reported that the patient had been having reoccurring urinary tract infections. She never had them before being implanted, but has had them every five or six weeks since. It was noted that the patient was taking antibiotics at the time of report. It was reported that the patient's managing physician stated that the device was "in working order" and he didn't believe the device was causing the infections. It was also reported that the patient had hip soreness and minimal therapeutic effect. It was stated that the patient would go "all night, every night" and that she leaks. It was noted that the patient's trial went well, but she hadn't had much of a therapeutic effect with her implant. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3093-33 lot# v779635, implanted: 2011 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).